Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was partly due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer's blood glucose (bg) was 292 mg/dl due to a foot infection and an unknown infusion set site issue. Multiple boluses were delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous antibiotics. Further information regarding site issue and brand of infusion set used were not provided. Tandem technical support (cts) verified pump was functioning as intended. Although multiple attempts made by cts to obtain additional information and discharge date, customer did not reply.